Event description:
It was reported that approximately two (2) years after implantation of an intraocular lens (iol) into the right eye (od), the patient presented with blurry vision due to the iol being under mechanical dislocation. The iol was explanted and a successful lens exchange was completed using an anterior chamber (ac) iol with a different diopter power. In the physician's opinion, the most likely cause of the event was dislocation, and the patient's outcome is good.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection found the device with a bent haptic. The cause of damage could not be determined due to the condition of the return. A review of the device history record (DHR) did not find any non-conformities or anomalies related to the event. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Manufacturer narrative:
The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information provided, we are unable to conclusively determine a root cause.